Event description:
It was reported that there was a possible patient infection spread through gastrointestinal videoscopescope. Hospital performed an investigation following identification of klebsiella pneumonia positive for new delhi metallo-lactamase-1 carbapenemase (ndm) carbapenem-resistant enterobacteriaceae (cre) from four patients (identified as patients a, b, c, d). Investigation revealed that all four patients had procedures performed within a 37-day day period with the same gastroscope. The endoscope was removed from service on (B)(6) 2023 following the matching culture results from patients b and c and the investigation showing patient a had a positive culture with the same organism prior to her procedure. No lapses in endoscope cleaning were identified and there was no report of technical issues with the endoscope. Whole genome sequencing resulted in november 2023, showed likely transmission between three patients. This raised suspicion that the scope could be the source, but other epidemiologic links were present. This patient does not share the other epidemiologic links as the other three patient. It has been confirmed that 3 patients have contracted an infection (klebsiella pneumonia, ndm+) following their endoscopic procedure. One of the patients is considered the index patient and had a known history of infection with the same organism (detected (B)(6) 2023) prior to having their endoscopic procedure. The scope has been permanently removed from service. This complaint captures patient c: the date of the procedure was on (B)(6) 2023. The procedure performed was a sigmoido-scopy, upper endoscopy. The date the patient's symptoms onset was on (B)(6) 2023. The reported symptoms were rising bilirubin and international normalised ratio (inr) suggestive of worsening hepatic function. The treatment used was meropenem, ceftazidime-avibactam and aztreonam. The infection verification was performed by a culture/(pcr)- polymerase chain reaction. The date of the positive culture was (B)(6), 2023. The organism identified was klebsiella pneumoniae, ndm+. The specimen source was blood. The patient had multisystemic langerhan's cell histiocytosis complicated by polyendocrinopathy and cirrhosis with gi bleeding from esophageal varices. The patient is a 27 year old white male with a bmi of 32.8.